Manufacturer narrative:
Method = device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Based on the information received, edwards is unable to determine the cause of this event. Review of the device history records (DHR) revealed no non-conformities related to the device. The device met manufacturing specifications prior to release. A review of the IFU was conducted and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation anticipated upon receipt.

Event description:
Edwards received information that the coronary sinus catheter was placed, however, with catheter in the ventricle confirmed via echo and fluoro there was no ventricular wave form and the wave that was showing was simply a flat line. The transducers were checked replaced and a second attempt was made with the same result. The catheter was placed in the coronary sinus and confirmed in the correct position via echo and fluoro but having concerns about the lack of a waveform the catheter was removed and no attempt to inflate the balloon was made. The catheter was removed and flushed with a syringe but required extremely high pressures to move any fluid through the coronary sinus pressure line. The catheter was discarded and a second catheter was used. Again, this catheter was very hard to flush, but an attempt to place the catheter was done again with a flat waveform. At this point, it was decided to transduce the coronary sinus cardioplegia line. The waveform was expected as it passed through the ventricle and into the coronary sinus and when the balloon was inflated ventricularization was easily obtained. Because we were transducing off of the coronary cardioplegia line this made it very difficult to obtain pressures while the cardioplegia was being infused, but there were no adverse events and the chest did not need to be opened.